Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal (umbrella part) came out from the tip, making it difficult to use. Seal was not loaded correctly. They got a new one and use it. No delays. No effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 12/11/2023. An investigation was conducted on 12/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the devices. The aortic cutter was observed to be intact with no visual defects. The delivery device was returned outside the loading device. The blue slide lock was on and the white plunger was not depressed. The seal was observed to be loaded into the delivery device, however the seal was not folded and was in an open state. The seal and tension spring assembly was removed from the delivery tube with no physical difficulties. There were no cracks or delamination observed on the device. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000297474 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.